Event description:
The customer reported that the 9600 system had a generator failure error during a case. Also, no image would displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board was adjusted and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.